Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 322 message which was not confirmed or reproduced. The occurrences of system error 322 in the event history log were prior to the software update and after the update, the device did not alarm for the system error 322. The device passed all occlusion testing. Baxter has initiated a CAPA to further investigate this issue.

Manufacturer narrative:
Manufacturer ref no (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of this report on the first supplemental manufacturer report was entered in error and has been updated.